Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. About five days after the onset date, the patient was hospitalized for the peritonitis. It was reported that no treatment was given to the patient for the peritonitis. On an unknown date, the peritonitis was resolved. At the time of this report, pd therapies were ongoing. No additional information is available.